Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) was confirmed in the archive data and during functional testing. The root cause of the ua07 was a failed load cell, likely attributed to failed component(s). A review of the archive data showed multiple user advisory 07 (discrepancy between load 1 and load 2 too large) around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. After replacing the failed load cell, a load cell characterization test was performed and verified that both the load cells were functioning within the specifications. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
During a device check, the autopulse platform (sn (B)(6)) displayed user advisory 07 (discrepancy between load 1 and load 2 too large). The customer attempted troubleshooting and noted that even after placing their hand on the platform, it wanted to initiate compressions but displayed the ua07 advisory message. No patient involvement.